Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: two immunization nurses reported that when they attached the needle to a prefilled pneumonia syringe or flu syringe, they were unable to push down on the plunger to expel air without using excessive force.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for batch number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: two immunization nurses reported that when they attached the needle to a prefilled pneumonia syringe or flu syringe, they were unable to push down on the plunger to expel air without using excessive force.